Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient cannot get erections with the inflatable penile prosthesis (ipp) as stiff as they have been in the past. The patient has seen his physician who has recommended surgery but the patient does not want to go that route. Some exercising guidelines were provided by the patient services specialist and a recommendation to speak again with the physician if he continues to experience this problem was given.